Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the trunk-ipsilateral leg endoprosthesis was deployed below the renal arteries, the contralateral leg endoprosthesis was deployed. During the deployment, the device moved proximally about 1 cm. The procedure was completed without any further issues. On an unknown date around 2020, type ii endoleaks were observed from multiple lumbar arteries. The patient has been monitored since, but as the aneurysm enlargement and the proximal neck dilation were confirmed, a open conversion was planned. On (B)(6) 2022, the patient underwent an aortic replacement with a y-shaped vascular prosthesis, and both previous devices were explanted and discarded at the hospital. Reportedly the patient proximal neck was short. It was also reported that the direct oral anti coagulants is possibly associated with type ii endoleaks.

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.